Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had an issue with the insulin pump. The text was overlapping at times, therefore, he could not read the screen. He had to reset the time/date anytime he changed the battery. Customer's blood glucose level was not reported. He experienced high and low blood glucose levels. The customer was recently hospitalized but it was not due to high or low blood glucose levels. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.